Event description:
It was reported that the pt experienced a shocking and jolting sensation to the brain. The implantable. Neurostimulator could not be interrogated or turned off with the programmer. The device was replaced and the explanted device was returned for analysis. The pt no longer experienced shocks after the ins replacement. No pt injury was reported.